Event description:
The customer called a local authorized philips representative / philips field service engineer (fse) and wanted to know how long he needs to press and hold the defibrillator button when performing defibrillation with an external ECG cable attached and the ECG waveform was not shaped well and that the r wave recognition mark did not appear. There was no reported patient involvement / adverse patient impact.